Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection vancomycin 1 gram; meropenem, 250 milligrams, and gentamicin, 20 milligrams (frequencies, and routes of administration not reported). The outcome of the peritonitis event was unknown. It was not reported if dianeal therapy was ongoing. No additional information is available.